Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by legal team, approximately 3.5 years post initial left tka, this female patient had a revision for an unknown reason. Patient was revised to exactech parts that also confirmed to be part of the recall.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as found by the legal team, approximately 3.5 years post initial left tka, a female patient developed an infection and had a revision. On (B)(6) 2014 surgeon placed a spacer followed by IV antibiotics for 8 weeks. On (B)(6) 2015, she had second part of revision when exactech parts were again used, which are also confirmed to be part of the recall. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and infection. These devices are used for treatment not diagnosis.